Manufacturer narrative:
Product complaint # : (B)(4). Examination of the device confirmed that the device had a broken tab. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product: 2307-92-003 locking screwdriver. Complaint: one of the tabs which hold the screw snapped off during use patient impact: none. The piece of screwdriver was retrieved quickly and the surgeon had finished using the screwdriver at that point. No delay to surgery. Screwdriver will be decontaminated and then made available for analysis. Date of incident: (B)(6) 2018.